Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15469. The pt has 2 scs systems implanted. It was reported the pt experiences discomfort at both ipg sites due to their location. Both ipgs are implanted in the pt's buttocks at his belt line. The pt stated when he wears pants, he feels both ipgs move I the pocket and the area around the ipgs. The pt is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.